Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the placement of the valve was planned to be implanted at a deep implant depth due to risk of coronary artery occlusion. Following the implant of the valve at an implant depth of approximately 5 millimeters (mm), complete heart block (chb) was observed. Following the implant procedure, the patient was transferred to the intensive care unit (ICU) with temporary pacing. Additional information was received indicating that approximately 1 week later, a permanent pacemaker was implanted in the patient.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the placement of the valve was planned to be implanted at a deep implant depth due to risk of coronary artery occlusion. Following the implant of the valve at an implant depth of approximately 5 millimeters (mm), complete heart block (chb) was observed. Following the implant procedure, the patient was transferred to the intensive care unit (ICU) with temporary pacing.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012659427); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the placement of the valve was planned to be implanted at a deep implant depth due to risk of coronary artery occlusion. Following the implant of the valve at an implant depth of approximately 5 millimeters (mm), complete heart block (chb) was observed. Following the implant procedure, the patient was transferred to the intensive care unit (ICU) with temporary pacing. Additional information was received indicating that approximately 1 day later, a permanent pacemaker was implanted in the patient.